Event description:
The customer reported that while monitoring telemetry patients, the central station went down. There was no patient or user death, or injury associated with the event.

Manufacturer narrative:
Spacelabs healthcare's technical support representative advised the customer to power cycle the xhibit, which seemed to resolve the reported issue. A review of records indicates the issue has not reoccurred. Although restarting the system resolved the reported issue, the cause of the loss of monitoring could not be determined.